Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant the helix of right ventricular (rv) lead did not protrude all the way to the end. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.